Event description:
Patient called to report that meter would read insert strip and patient was unable to obtain a bg reading, so patient went to the ER to get blood tested. Ccr was unable to resolve the issue. Sent patient a new meter.